Manufacturer narrative:
The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the rv (right ventricular) pacing lead was beyond the expected upper range. It also indicated the impedance trend of the rv pacing lead was rising. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead had a possible fracture as there was no capture and high pacing impedance. The care plan was to implant a subcutaneous ICD. No patient complications have been reported as a result of this event.